Manufacturer narrative:
Requested the customer leave the bed out of service until repairs have been completed.

Event description:
Alleged the right head siderail will latch, but when pressure is applied to the top of the siderail, it will fold down unexpectedly. Bed was out of service.